Event description:
It was reported that a pt underwent a sigmoid resection in 2000, in which a drain blake was placed into the pt. When the physician tried to remove the drain in 2000, the drain broke and a piece of it was kept inside of the pt. Pt was returned to the or for removal of the piece. No other pt consequences were reported.